Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that stimulation was not helping the patient and the patient was told that scar tissue "wouldn't grow around to set in place." It was unclear what this referred to. It was reported that whenever the patient would lift his arms he would be shocked. The reporter stated that it had been several years since the device had worked or the patient had used the device, and the patient let the device battery completely deplete. It was noted that the patient wanted to have the device system removed. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead. (B)(4).